Manufacturer narrative:
Common device name: dqx, wire, guide, catheter. (B)(4). Event evaluation: the device will not be returned for evaluation and no images of the device or procedure were provided. A review of the complaint history and device history record was conducted during the investigation. Per the customer's report, cardiac tamponade occurred during a pacemaker lead removal procedure. It is not believed that the evolution device caused the event. Only the liberator device used during the procedure contacted the heart. There is no evidence that this device caused the event through misuse, malfunction, or nonconformity. Manufacturing records were reviewed, and no evidence of nonconformity was found. No other complaints have been filed for this product lot. There is no evidence to suggest the product was not manufactured to specification. Because the devices were not returned, no images were provided, and few details of the procedure were provided, the root cause of the complaint is unknown. Due to the nature of lead extraction surgery, a device can function normally and still lead to cardiac tamponade.

Event description:
The patient came in for a lead extraction procedure due to a infected pacemaker pocket. The right atrial pacemaker lead, which was implanted from the subclavian vein of the patient was dressed with a liberator and a one-tie compression coil. While pulling on the liberator, the 11f evolution rl seath was advanced over the lead until the downwards curve of the right subclavian vein. Still with pulling force on the liberator the lead was detached from the atrium and extracted with 100% success. Before proceeding with the extraction procedure, the saturation of the patient dropped to 80%. A cardiac tamponade was noted via x-ray. With a pericardiocentesis set, the user aspirated approx. 500 ml of blood. The drainage catheter was left inside and after the patient was stable he was referred to the or for thoracotomy. According to the initial reporter, the patient is reported to be doing well.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient came in for a lead extraction procedure due to a infected pacemaker pocket. The right atrial pacemaker lead, which was implanted from the subclavian vein of the patient was dressed with a liberator and a one-tie compression coil. While pulling on the liberator, the 11f evolution rl sheath was advanced over the lead until the downwards curve of the right subclavian vein. Still with pulling force on the liberator the lead was detached from the atrium and extracted with 100% success. Before proceeding with the extraction procedure, the saturation of the patient dropped to (B)(4). A cardiac tamponade was noted via x-ray. With a pericardiocentesis set, the user aspirated approx. 500 ml of blood. The drainage catheter was left inside and after the patient was stable he was referred to the or for thoracotomy. According to the initial reporter, the patient is reported to be doing well.